Event description:
A hospital in (B)(6) reported that there was a problem with the pressures delivered by an rd900 infant resuscitator. The hospital requested a repair and performance check of the device. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to fisher & paykel healthcare (fph) service centre in (B)(4) where it was inspected by a trained fph technician. Results: visual inspection of the neopuff revealed that the gas inlet port and the fascia was broken. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the physical damage to the gas inlet port and fascia were caused by some sort of impact. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." A repair report was provided to the customer and the unit will be repaired, performance checked and returned to the customer to be put back into service.